Event description:
It was reported that during the procedure, an error message was received stating the water temperature was too high. The procedure was then cancelled. No additional intervention was reported. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.